Manufacturer narrative:
(B)(4) this device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. External visual inspection identified tool marks on the device case and header and there was a portion of a wrench stuck in the hex slot of the set screw. These anomalies most likely occurred during explant procedure. A review of the memory confirmed that the device was at eri battery status and confirmed the CT alert that was observed in the field. Functional shock testing was conducted and the device did not pass testing due to extended charge times and low charging current. The device was disassembled and detailed analysis was performed on all three battery cells. One of the battery cells was confirmed to be completely depleted. Engineers determined that this device was demonstrating behavior consistent with a high current condition associated with the cathode and anode coming into contact and causing internal cell depletion.

Manufacturer narrative:
(B)(4); the product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) went to the hospital after hearing tones being emitted from the device. Interrogation revealed that the s-ICD recorded an alert indicating that a capacitor reformation charge was unable to be completed. A memory download was performed and sent to boston scientific engineering for review. Data analysis determined that the s-ICD was malfunctioning and replacement was recommended. The patient remained hospitalized and the device was explanted and replaced the following week. No additional adverse patient effects were reported.